Manufacturer narrative:
UDI: (B)(4). The device was received and evaluated at the service center. The reported complaint that the device was not working, was confirmed. It was found that the motor did not run constantly as it was corroded. Further, the resistance values of the keypad of the hand control set and the protective earth resistance of the motor cable were out of range and the keypad was not responding properly. The motor, motor cable and the hand control set were replaced and the device was repaired, tested and found to be fully functional. Fluid ingress into the system and contact with the motor is responsible for the corrosion of the motor. The corroded motor has a tendency to stick and not turn. However, given the information provided, we cannot determine a definitive root cause for the defective keypad of the hand control set and the defective motor cable. The defective components of the device would have caused the device to not function as intended as reported by the customer. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 02/27/2019 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted.

Event description:
It was reported by the affiliate in (B)(6) that during service and repair, it was determined that the micro tornado hp w handcontrol device did not work anymore. During an in-house engineering evaluation, it was determined that the did not run constantly and had a corroded motor. There was no procedure involved. No additional information was provided.